Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The device was reprogrammed. There were no patient consequences.

Event description:
New information received indicates the right ventricular lead was explanted.

Manufacturer narrative:
The reported events of high lead impedance and capture problems were not confirmed. A partial lead was returned cut in three pieces with the helix retracted and clogged with blood/tissue. The electrical testing failed due to the procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.